Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed battery out limit. The customer stated that he noticed the insulin pump was turned off, so he messed with the battery cap, causing the insulin pump to turn on and off again. The battery out limit alarm sounded thereafter. He noted an intermittently blank screen. The blood glucose reading was 163 mg/dl. The insulin pump later showed a black dot on the display and alarmed bad battery. The customer stated that he did not have a new battery with which to troubleshoot and advised that he would call back later. He called back and advised that the insulin pump was working after he used a new set of batteries. Nothing further reported.